Manufacturer narrative:
It was reported that at the end of the procedure the physician saw a coagulum at the proximal end distal electrode. Upon receipt, the catheter was visually inspected and it was found in normal conditions. No coagulum was observed on catheter tip. An irrigation test was performed and the catheter passed, no occlusion was observed. The returned device was then evaluated for electrical resistance and the thermocouple test. Catheter failed during thermocouple test. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter failed during temperature test. However the root cause of the coagulum observed during the procedure remains unknown.corrective action was created to address tc breakage on the tip section for st and st sf issue.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
It was reported that at the end of an ablation procedure the physician noticed a coagulum at the proximal distal end electrode of the thermocool smarttouch bidirectional navigation catheter. No adverse patient consequences were reported. The physician considered the coagulum to be excessive based on his clinical experience. This event is considered to be MDR reportable because coagulate could be a potential source of embolism.